Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited lots of non-sustained ventricular tachycardia and high rate non-sustained episodes. It was noted that the lv lead was implanted in the left bundle branch which was not indicated for use. The lv lead remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing and oversensing. Electrograms showed substantial far field r-wave (ffrw) and possible noise. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited lots of non-sustained ventricular tachycardia and high rate non-sustained episodes. It was noted that the lv lead was implanted in the left bundle branch which was not indicated for use. The lv lead remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing and oversensing. Electrograms showed substantial far field r-wave (ffrw) and possible noise. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.